Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unrelated procedure, the pulse generator was explanted and replaced due to possible connector issue contributing to the lead noise. The procedure concluded successfully and the patient was in stable condition post operation.